Event description:
During a pph procedure the following: "the surgeon was ready to use the device, he introduced the stapler, and fired correctly, but he noticed it was difficult to remove it, when he removed the stapler from the anal canal it started bleeding. He then noticed that the donut was uniform, and he checked the staple line and noticed that the 70% of the line was ok, and the 30% remaining was in the stapler. The surgeon had to use suture because 30% of the staples did come out of the stapler, there was a hole and bleeding." One device is returning.